Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "cancer", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1cc of juvéderm® volux¿ xc along the gonial angle (0.5cc per side). Patient began to experience intermittent edema one month post injection. Hcp later reported the patient is experiencing pain. Symptom onset was 22 days post injection. Hcp treated the patient with doxycycline, prednisone, and hyaluronidase the day of symptom onset. Hcp treated the patient with doxycycline and hyaluronidase a second time the next day. Four days later, the patient was treated with hyaluronidase again. On the same day, the patient was diagnosed with [not device related] non-melanoma skin cancer (nmsc). Ten days later, the patient had the skin cancer excised. Six days later, the hcp injected hyaluronidase for a fourth time. One month later, hcp performed a CT scan of the soft neck with contrast with results noting "negative for masses, enlarged lymph nodes, abscess. Positive filler in subcutaneous space to chin/mandibular region." Eight days later, hcp treated the patient with hyaluronidase and performed a bedside ultrasound which noted "remaining notable anechoic, well defined, filler dissolved." Symptoms are ongoing.